Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The patient returned the unit with a letter stating he has had an internal burning sensation while using the unit and therefore does not wish to continue using it. He stated he contacted his doctor but his doctor instructed him to contact the manufacturer.

Manufacturer narrative:
UDI #: (B)(4). A visual inspection was performed in the evaluation. The product received seemed to be in good physical condition from the cosmetic/ visual point of view. The product was functionally tested and no physical and/or functional condition could be found that could be considered a causal factor for the reported complaint. According to the evaluation, the reported claim could be associated with a side effect/ clinical condition of the patient which is unknown. Based on the evaluation, the complaint is determined to be unconfirmed.